Manufacturer narrative:
Exemption number e2016032. (B)(4). Summary of investigational findings: investigation is based on event description and provided photos of the device. No product was returned, but the provided photos showed the dilator penetrating from the severely ripped blue introducer sheath. However, since the dilator is supposed to be placed inside the introducer sheath prior to advancement into the patient and since a wire guide will be inside the center of these and prevent the dilator from taking a different path than the sheath, it is assumed that the penetration was actually caused by the filter/jugular introducer and that the dilator was placed inside the sheath after the procedure only to illustrate the penetration. Based on the limited information provided the exact reason for the penetration cannot be determined and under normal conditions the introducer sheath is strong enough to accomplish the procedure, but it may kink if excessive force is used to advance it through tortuous anatomy and the filter may be prone to exceed the sheath wall if advanced through a kinked sheath. It is noted that patient did not experience any adverse due to the penetration and that another filter was used. According to the IFU: preparation: advance the introducer dilator through the middle of the check-flo valve on the introducer sheath. Secure the introducer dilator to the introducer sheath by twisting the dilator hub clockwise. Filter placement: remove the dilator and advance the coaxial introducer sheath system over the wire guide until the tip of the sheath lies just caudal to the renal veins. Excessive force should not be used to place the filter. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that it did not perform as intended. Cook medical will continue to monitor for similar events.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) igtcfs-65-2-jug-celect-pt. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) similar to device under 510(k) p121629. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter. During the positioning of the cava filter, the inducer tear is detected. The external guard of the introducer torn. The customer has to change device and dispose the faulty one. Another filter has been used. Patient outcome: the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.